Manufacturer narrative:
Batch review performed on 17-apr-2025 lot 2348213: (B)(4) items manufactured and released on 13-may-2024. Expiration date: 24-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 17-apr-2025 gmk-spherika 02.12. E0210fl tibial insert fixed sphere flex size 2/10 mm l e-cross (k202022) lot 2403359: (B)(4) items manufactured and released on 28-feb-2024. Expiration date: 11-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. Ka03l femoral component spherika cemented s3l (k211004) lot 2405422: (B)(4) items manufactured and released on 08-jul-2024. Expiration date: 19-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 7 months after primary, the patient came in reporting pain and stiffness in the knee and the cause of the stiffness is unknown. The surgeon revised all components to hinge components. The surgery was completed successfully.